Manufacturer narrative:
At the moment it is not clear whether or not the reported symptoms are linked to the use of the 3m product, since multiple products were used in the same appointment and the patient is known to have multiple allergies (e. G. Against nickel, baume du prou, eugenol, glutaraldehyde, penicillin, bactrim, xylocaine, tetracaine). The other products from the affected batch show no unusual complaint history or trending. However, as it can also not be excluded that impregum penta caused the adverse effect, we decide to report this case. In the last follow-up call with the dentist it was confirmed that the patient is doing well again, but no additional information was available.

Event description:
On march 13, 2017 3m (B)(4) was informed about an adverse effect that occurred in (B)(6) after the use of the product 3m espe impregum penta. One hour after the patient got the dental treatment she began to suffer from reddening and swelling in the mouth, accompanied from pain and breathing difficulties. The patient sought ambulant help in a hospital. She was treated with corticoids, antihistaminics, and aspirin to rinse the mouth. After this the symptoms declined and vanished completely after three days.